Event description:
The complainant reported that a patient received an impella cp device for temporary mechanical circulatory support during a high-risk percutaneous coronary intervention (pci). The device was percutaneously implanted via the left femoral artery. Following implantation and prior to the use of shockwave therapy, a ¿placement signal not reliable¿ alarm was triggered. The device position was assessed using fluoroscopy and appeared to be optimal. Waveforms were present throughout, although the aortic placement signal appeared noisy with multiple highly elevated deflections. Approximately one hour later, the alarms resolved on their own without any manipulation of the pump. After the procedure, the impella device was successfully weaned and explanted, and the patient survived.

Manufacturer narrative:
Data logs were reviewed as part of the investigation for the related impella cp and these findings were brought to a cross functional conversation, and it was determined that an a report was needed for the automated impella controller. This is one of two related reports. This report represents the automated impella controller and another report was submitted to represent the impella cp. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.